Event description:
During the biopsy procedure, the cassi ii needle and cutting cannula formed frost. There were no reports of patient complication or adverse effect.

Manufacturer narrative:
Device failure could not be duplicated. The IFU states "if the cassi ii device malfunctions or fails to perform as intended, do not use, or discontinue use. Select additional biopsy device (s) to complete the procedure as necessary."